Event description:
Customer reportedly received results of 323 mg/dl and 144 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Patient revised for pain, instability and loosening of stem.